Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer¿s blood glucose level was 128 mg/dl. The customer stated that they did not press a button down for 3 minutes or longer. Customer stated that they were not able to clear the alarm. The customer also stated that the screen was dark and red light was flashing along with alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Peeled off keypad overlay and no damage noted on keypad traces, however unable to verify keypad anomaly due to critical pump error alarm.